Event description:
It was reported that the user dropped the ilet, resulting in a cracked touchscreen that remained functional, and a replacement was requested; the device component involved was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related break consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The original device will be returned.

Manufacturer narrative:
Initial.